Event description:
Coronary bypass pt. While placing a pacing ground wire through the skin, it snapped and broke in 1/2. Unable to locate the other 1/2. X-ray performed to locate broken piece. Unable to find. No known harm to pt.